Event description:
Information received indicated that pump fails volumetric accuracy test.

Manufacturer narrative:
Investigation found that pump failed volumetric accuracy test. Seal and bezel were replaced to resolve the issue.